Manufacturer narrative:
Device history record (DHR) review and sterile lot review were conducted for the reported identification number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. According to the instructions for use (IFU) other adverse events: the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis. (B)(4).

Event description:
It was reported a physician performed an uneventful novasure endometrial ablation on (B)(6) 2015. The following day the patient presented to the emergency room experiencing "nausea, chills, pain and her blood pressure was low". The patient's blood cultures were drawn and revealed "bacteremia and enterococcus". The patient received intravenous (IV) ampicillin, intravenous (IV) levoquin". The patient was discharged home.